Event description:
This is a spontaneous case report received from a physician in united states on 28-apr-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced left coil seemed to be coiled in itself, it was not blocking, there is some contrast spilling, some sort complication with it, and question if it was perforating. No information given on patient's history, past drugs, concurrent conditions or concomitant medication. On (B)(6) 2013 the patient had essure (fallopian tube occlusion insert) inserted for sterilization. Doctor called back to request information and provided case number. He stated that the sales representative did not offer him any information. He reported that the essure was inserted on (B)(6) 2013 and hsg (hysterosalpingogram) was performed on (B)(6) 2013 and showed that the left coil seemed to be coiled in itself, it was sort of pigtailed. It looked like there was some sort complication with it. Physician had a question if it was perforating or it was not blocking. There was some contrast spilling. The right one was okay. Doctor would like to know if the left device needed to come out and what were the options. Hcp requested to speak with specialist. Reporter causality: the relationship between left coil seemed to be coiled in itself, it was not blocking, there is some contrast spilling, some sort complication with it, and question if it was perforating and essure is not reported. Ptc investigation result was received on 02-may-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events as well as the physical property issue (coiled on itself) reported are possible undesirable events with the use of essure and not necessarily indicative of a quality defect. Additionally, lack of effectiveness is not necessarily indicative of a quality defect as it may occur with the use of any product. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Follow-up received on 04-feb-2016: nurse informed that essure lot number is (B)(4). Hcp uterine tubal perforation questionnaire received on 22-mar-2016 (upgraded to incident): patient demographic data were updated. She was underweight and her medical history included 4 pregnancies with 4 parities. She had no previous c-sections, ectopic pregnancies, spontaneous abortion and voluntary pregnancy termination. Previous gynecological interventions included curettage, loop electrosurgical excision procedure (leep), colposcopy, and left laparoscopic tubal ligation. The first day of her last menstrual period before insertion was on (B)(6) 2013. On (B)(6) 2013 she had essure inserted. She had no abnormal uterine findings prior to procedure. Cervical dilatation was applied and both insertion and visualization of tubal os were easy. No fluid loss over 1500cc and the procedure did not take more than 20 minutes. She was not breastfeeding at time of insertion and had no complaints immediately after insertion. On (B)(6) 2014 hysterosalpingogram (hsg) showed left tubal perforation with no organ or intra-abdominal structure perforated. Left essure noted to be coiled in cornual portion of tube, no perforation of serosa. Perforation occurred prior to essure insertion. The essure position in right tube was correct and tube was occluded. On (B)(6) 2014 the essure was removed due to medical need and patient's request. Method of removal: laparoscopy. No pathology results, signs of infection and/or inflammation observed. The patient had recovered. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram showed left tubal perforation. Essure was removed through laparoscopy. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case hysterosalpingogram was done 5 months after essure insertion and showed that the left coil seemed to be coiled in itself and left tube perforation. Given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. Based on the information available, there is no reason to suspect a quality defect. An updated product technical analysis with lot number is being sought.

Manufacturer narrative:
Follow-up received on 29-may-2016: quality-safety evaluation was updated: lot number: a63342; production date: oct-2012; expiration date: oct-2015. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram showed left tubal perforation. Essure was removed through laparoscopy. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case hysterosalpingogram was done 5 months after essure insertion and showed that the left coil seemed to be coiled in itself and left tube perforation. Given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The updated (with lot number) ptc investigation was received and the outcome resulted in an unconfirmed quality defect.